Manufacturer narrative:
H.6. Investigation: since no samples (including photos) were returned for the reported issue of ¿tip damage / peel back¿ with lot number 9081823 regarding item # 391592 the complaint could not be confirmed, and the root cause is undetermined. The manufacturing team inspected various product characteristics such as bevel angle, ptfe tube thickness, cannula outer diameter from the current running production lots. The test results showed that all these characteristics confirmed to the product drawing specifications and therefore no root cause could be determined. However, the team will continue to monitor and analyze these characteristics, which can potentially cause ¿peel back effect¿. H3 other text : see h.10.

Event description:
It was reported that bd¿ venflon IV cannula catheter tip was damaged. This was discovered during use. The following information was provided by the initial reporter: customer using venflon since five years, they are not comfortable with recently supplied venflon I. At the time of insertion feeling difficulty with venflon I as there is tip damage / peel back happening, as per senior nurse experience.

Manufacturer narrative:
The manufacturing location for this product is (B)(6). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ venflon IV cannula catheter tip was damaged. This was discovered during use. The following information was provided by the initial reporter: customer using venflon since five years, they are not comfortable with recently supplied venflon I. At the time of insertion feeling difficulty with venflon I as there is tip damage / peel back happening, as per senior nurse experience.